Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "vision trouble, dry mouth, transpiration," and was unable to provided self-treatment. The customer had contact with a non-healthcare professional (non-hcp) who provided "coca" as treatment. There was no report of death or permanent impairment associated with this event.